Event description:
During a therapeutic ercp procedure, the nurse removed the jagwire from a "cook" cannula for injection, and then placed the jagwire on the tray. When the nurse picked up the jagwire again from the tray, and prepared to introduce the device to the cannula for the procedure, she found that the tip of the wire was still on the tray. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.